Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this right atrial lead exhibited increased pacing impedance measurements and noise. The noise was over-sensed resulting in inappropriate atrial tachy response mode switches. Review of stored device memory revealed that pacing impedance measurements had increased from 800-850 ohms to 1,000-1,200 ohms. Noise was able to be reproduced with windmill arm movements. The patient reported experiencing dizzy spells, however, the physician stated the patient was not pacemaker dependent and did not think the dizziness was related. No adverse patient effects were reported. The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.